Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tips of 2 expressew needles broke off into the pt's joint space. All of the fragments were retrieved and the procedure was concluded successfully without further issue or harm to the pt. Complaint devices discarded by user facility. Also, see associated MDR 1221934-2010-00338.

Manufacturer narrative:
Nothing is being returned for eval, complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of 2,299 devices that were released to distribution. Historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, we cannot discern any other root cause for the reported issue; no conclusions can be drawn. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.